Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. Patient states she will treat with a little bit of juice. The customer was assisted with reviewing the settings on their insulin pump and was advised to monitor the insulin pump for any issues. The customer did not troubleshoot and did not send the product back for analysis.